Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving vibratory alerts. Upon review of the egms, the device exhibited non-sustained rv oversensing episodes due to possible myopotential oversensing. Programming changes were made. The patient was stable before, during, and after the event and will continue to be monitored with routine follow-ups.